Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer reported they rewound the insulin pump, but a no delivery alarm occurred after. The customer's blood glucose was over 600 mg/dl. Customer was unable to troubleshoot for their blood glucose at the time of the call. Troubleshooting found insulin was unable to exit with a push plunger. Customer stated they would call back to troubleshoot for the insulin pump. The customer declined to return the product for analysis.